Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the numbers on her adc blood glucose meter display showed missing segments. Customer further reported that on an unspecified date she experienced symptoms described as feeling hot, sweating, nausea, and loss of consciousness. Customer reported going to a hospital where a reading of "approximately 700mg/dl-800mg/dl" was obtained on a hcp meter. The customer was diagnosed with diabetic ketoacidosis and treated with unspecified intravenous medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs freedom lite meter was reviewed and the DHR showed the meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported the numbers on her adc blood glucose meter display showed missing segments. Customer further reported that on an unspecified date she experienced symptoms described as feeling hot, sweating, nausea, and loss of consciousness. Customer reported going to a hospital where a reading of "approximately 700mg/dl-800mg/dl" was obtained on a hcp meter. The customer was diagnosed with diabetic ketoacidosis and treated with unspecified intravenous medication. There was no report of death or permanent impairment associated with this event.